Event description:
Patient reported one prothesis rupture. Healthcare professional reported left implant ruptured, double capsule, and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; broken shell, around 0-25% of the shell is missing, underweight, flat creases. A microscopic analysis was performed which identified; broken shell with sharp edge on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening. Missing shell that is assessed as inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.